Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a breast augmentation revision with a 460cc mentor smooth round high profile saline breast prosthesis had foreign matter on the right side post-operatively, which was noticed during explantation surgery. The matter was described as loose floating specks, black in color, with moderate-high volume. It was also reported that the breast prosthesis was intentionally ruptured 2+ weeks before the surgery. The patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On october 11, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated with black particles inside the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 10, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that a black spot was inside the sm hps dv 460cc breast implant. The black spot was measured with a calibrated tappi chart, and the size was less than 0.01cm² (1.00 mm²) approximately. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.2 cm. This tear may have allowed the black spot to enter the implant. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Additional investigation was performed to identify the chemical composition of the black spot. The chemical composition under fourier transform infrared spectroscopy (ft-ir) revealed that foreign particle exhibited mainly biological-based material spectrum with silicone implant traces. However, due to the implant is post-operative the source of origin remains unknown. The identification and characterization of the foreign material observed was compared to an existing toxicology report. The assessment concluded that the identified material, does not alter the biocompatibility profile of the finished product. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Based on the information currently available, microscopic examination of the tear indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
On (B)(6), 2024, mentor received additional information regarding the patient's event. After the patient's review of mentor's product analysis, the patient mentioned that she had the saline solution tested by a non-mentor entity, and mentions there were "two types of fungi floating in body at high level of toxicity". The patient requested for mentor to do further analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 14, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).